Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the atrial output connector was broken. Analysis also found two case screws were contaminated. Display wires were pinched (wire insulation not compromised). It was noted the display and battery wires were improperly routed. (B)(4).

Event description:
It was reported that during routine testing, it was found that the atrial and ventricular connectors of the external pulse generator (epg) were broken. The epg was returned for repair. There was no patient involvement.